Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm on the insulin pump sometime in the last three months. Customer stated that the alarm occurred during insulin bolus delivery. Customer stated he did not know his blood glucose value at the time. No further information reported